Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one to two days prior to contacting lfs. According to the csr's documentation, just before the alleged meters issue occurred the patient reportedly was experiencing a symptom of shaking. Prior to the onset of her symptom, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. On an unspecified date/time, the patient reportedly obtained blood glucose readings of "22, 64, and 36m/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient, however, denied receiving treatment after the reported meter issue occurred. It is not known if the patient tested her blood glucose with another device. At the time of troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient, however, did not have all of her products available for troubleshooting. The reported meter issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because, the alleged issue remains unresolved.